Event description:
Report received of a tubing separation. The pt was receiving d5 1/2 ns with 20meq kcl at 100ml/hour via an unspecified infusion pump. An unspecified time into the infusion, the nurse noted that there was a separation of the tubing. The location of the separation was not known. The tubing set involved in the event was not identified by list or lot number, but the used sample will be returned for testing. The pt lost less than 25ml of blood. The nurse reported that there was a 3cm circle of blood noted on the bed linen. The pt's IV site needed to be restarted. There was no adverse effect to the pt. No medical interventions were required there was no additional info available.